Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 6 or 7 am for a blood glucose level of 514 mg/dl. The customer stated her infusion set's cannula was bent. She was vomiting as a symptom of her high blood glucose level. The customer was treated with an insulin drip. Standard troubleshooting was performed. The customer was advised to change her reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.